Event description:
On 12th september 2023, rayner received notification from its russian distributor of an event that occurred during use of a rayone trifocal rao603f. The event description provided states that the iol haptic ruptured during implantation.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the haptic ruptured during implantation. The rayone trifocal rao603f iol was explanted and exchanged during the original surgery session without any injury to the patient. The device associated with this event is not available for return to rayner. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/torn lens haptic/optic during insertion"; inadequate amount of viscoelastic, inadequate quality of viscoelastic, haptic trapped by plunger override due to fast motion, user opens closed flaps and closes again before use, plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic, user removed injector from tray prior to inserting viscoelastic - causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge - resulting in cartridge not being clipped closed properly and optic edge trapped/damaged on closure of cartridge. There is insufficient evidence and information available in this case to establish the root cause of haptic breakage. Our review of production records for the rayone trifocal rao603f batch 102200970 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from these batches were within tolerance, met specification criteria and were without defects. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone trifocal rao603f batch 102200970.